Event description:
It was reported that high ventricular rate and noise episodes were observed on a stored egm during a follow-up in clinic. Programming changes were made and did not resolve the noise issue. No adverse consequences were reported and the patient will continue to be monitored.